Event description:
It was reported by the customer that the device received a motor encoder error code. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the moog ail kit during servicing we identified broken ail sensor op1 due to 242.4030 error which constitutes a reportable malfunction. There was no patient involvement. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that replaced broken ail sensor op1 due to 242.4030 error. And broken door latch sear, and corroded right left iui. And door assy with keypad. Keypad recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 09jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device received a motor encoder error code. There was no patient involvement.